Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) procedure, the patient experienced the lens decentered, dysphotopsia, haloes, and the lens was undersized. Lens explanted and replaced for a longer length lens but problem not resolved. The cause of the event was reported as the device.

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
Ch a facility representative reported that following an implantable collamer lens (icl) procedure, the patient experienced the lens decentered, dysphotopsia, haloes, and the lens was undersized. Lens explanted and replaced for a longer length lens but problem not resolved. The cause of the event was reported as the device.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).